Event description:
Patient was admitted with severe sepsis and required norepinephrine (levophed) infusion to maintain blood pressure for tissue perfusion. The plum 360 pump was infusing without any issues. When the registered nurse (rn) entered the room, the pump screen was black, and the pump was off. The rn attempted to turn the pump on, and the screen would flash and go black. The pump was removed from service and the medication was placed on a new pump. Prior to pump turning off, the rn stated there were no alarms or messages on the screen about low battery or possible pump failure. This event had the potential to cause harm to the patient because the patient's blood pressure could have dropped extremely low. The patient's blood pressure did decrease slightly, and rn had to increase the infusion by 0.01mcg/kg/min to maintain the blood pressure. This morning, biomed plugged the pump in and the pump screen did flash, but it did turn on. Once the pump was on, biomed was able to see the pump had a half-charged battery and there was a message saying remove pump from service. The pump should not shut off with half-charged battery.